Event description:
The manufacturer received information alleging a user of a rep dreamstation auto CPAP device has breast and pancreatic cancer and was concerned about the carcinogenic substance related to the recall. This device is not part of the recall and was not retrieved for investigation. No patient information was provided. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging a user of a rep dreamstation auto CPAP device had breast and pancreatic cancer and was concerned about the carcinogenic substance related to recall. This device is not part of the recall. No patient information was provided. The device was returned to the manufacturer for evaluation. Upon internal inspection, it was confirmed that the equipment had been corrected. Additionally, evidence of water intrusion was identified during the investigation. As a result of the water intrusion, the following components were found to be compromised and require replacement: blower, blower box, blower outlet seal, blower upper cap, blower isolator, flow sensor seal, pressure sensor seal, pollen filter, rear panel, user interface (ui) panel, upper enclosure, bottom enclosure, sd card cover flip door, accessory module flip door, dc power cable, dc jack color insert, and the circuit board. Additional findings included the presence of household odors and accumulated dirt. Due to the short remaining lease period, the device will not be repaired and will instead be returned at the end of the lease term. The manufacturer has updated section h in this report.